Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter fragmented and fractured. Line stopped working during rrt. Nurse tried cathflow with no response. Nurse requested a chest x-ray. The x-ray showed the catheter was fractured inside the chest. When reviewing the xray report in ir, the radiologist did retrieve part of the fractured catheter from the soft tissue in the right neck without complications. The line was removed with no complications and no harm to the patient." The patient's current condition is reported as "fine".

Event description:
It was reported "catheter fragmented and fractured. Line stopped working during rrt. Nurse tried cathflow with no response. Nurse requested a chest x-ray. The x-ray showed the catheter was fractured inside the chest. When reviewing the xray report in ir, the radiologist did retrieve part of the fractured catheter from the soft tissue in the right neck without complications. The line was removed with no complications and no harm to the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Precaution: when tunneling, the catheter must not be forced. Precaution: ensure catheter is not twisted during tunneling since this may result in catheter damage. Note: additional blunt dissection may be required to facilitate insertion if resistance is encountered." Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.